Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a perforation in the heavily calcified and mildly tortuous left anterior descending artery. A 3.50x26mm rx graftmaster stent delivery system (sds) was advanced however failed to cross the lesion due to the anatomy. The dissection was treated with another graftmaster stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.